Manufacturer narrative:
Reported event was unable to be confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event.

Event description:
Patient reported experiencing pain, left hip "pops," leg length discrepancy, and elevated metal ion levels approximately eight years post-implantation. No revision procedure has been reported. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.